Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare professional (hcp) via the manufacturer¿s representative reported that the patient had discomfort were the implantable neurostimulator (ins) was placed. They mentioned that the ins was bothering them because it was placed at the belt line. It was noted that the coverage was perfect but the patient stated they were not getting much benefit and did not want reprogramming of the device. The patient just ¿wanted it out¿ and the ins system was explanted as a result. The patient kept the ins as a ¿souvenir¿ and the leads were discarded. No troubleshooting was performed and no other issues were reported. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.